Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The lot history was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unknown date involving a 26" ext set w/3-port nanoclave® manifold, check valve, 2 microclave® clear, clamp, luer lock where it was reported that the rn noted the patient¿s blood pressure decreased significantly while she was assisting another patient. Upon arrival at the bedside, the manifold piece had disconnected from the manifold, causing the vasopressor to subsequently into the floor instead of the patient. The patient complained of unwell feeling due to a significant drop in blood pressure due to unintended interruption of medication. There was a patient involvement but no report of patient harm.

Event description:
Update: a medwatch report was received on 20-jul-2022.

Manufacturer narrative:
Additional information: f2 - uf/importer report # is (B)(4).